Event description:
On 10/14/91 an ipp device was implanted. On 8/5/96 the cylinders were revised. On 3/6/97 the cylinders and pump were removed form the pt and a device implanted due to pt dissatisfaction, evidence showed infection. Apparently the reservoir was left in the pt.